Event description:
Ptca balloon was taken out of its packaging and handed using sterile technique to physician. Physician advanced balloon over a guidewire. Physician encountered resistance attempting to insert the balloon over the guidewire and through a copilot (hemostatic valve - used for ptca procedures). Balloon shaft broke in half. Both pieces were retrieved.balloon did not enter patient's body. It got hung up in the copilot during insertion.what was the original intended procedure?ptca.